Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose level of 464 mg/dl. Customer stated that they are off the insulin pump and also had blank display because of the loss of contacts of the insulin pump. The insulin pump will not be returned for analysis.